Manufacturer narrative:
(B)(4). Reported event was confirmed, handles found out of calibration typically exhibit spring relaxation, wear of critical torque components, and/or break down of the internal lubrication from use over time. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure a large amount of force was used while counter torquing causing the torque handle to pull the screws out of the pedicle. The surgeon had use the next size up screws to complete the surgery. There was a delay greater than 30 minutes but no additional reported patient impacts.